Event description:
It was reported this filter was successfully placed in a patient with retroperitoneal fibrosis for an undetermined treatment. Post placement, an x-ray taken which revealed this filter had migrated into the right atrium. The patient was transferred to surgery where the filter was successfully retrieved. To date no further information regarding this event is available. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not performed. Therefore, co is unable to determine if or not the device met its specifications. Follow up was unable to confirm if continual flushing of the carrier system during the implant procedure was performed which co believes may have contributed to this event. However, co is unable to determine the specific relationship of the product to this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter..."